Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. The electrode belt sn (B)(4) has not yet been returned for investigation. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
The FDA contacted zoll to report that a patient's wife submitted a voluntary medwatch report (mw5067921) stating that the lifevest did not provide a necessary treatment and that the patient later passed away in the hospital on (B)(6) 2015. The patient reportedly had a cardiac arrest at home on (B)(6) 2015. Ems arrived to the patient's home and removed the lifevest to begin performing CPR. Ems continued resuscitation efforts and transported the patient to the hospital without the lifevest. The patient's physician stated the patient did not need to wear the lifevest in the hospital as the patient was placed on hospital telemetry. The patient passed away in the hospital on (B)(6) 2015. Per medical affairs analysis, the device was not active at the time of death on (B)(6) 2015. On (B)(6) 2015, an asystole was detected at 16:35:57. The device continued to detect asystole multiple times from 16:36:19 to 16:39:00. At 16:47:55, the device declared an arrhythmia. The ECG recording shows a wide qrs complex with a rate of 95 bpm. At 16:48:11 a second arrhythmia was detected. The ECG recording again shows a wide qrs complex with a rate of 95 bpm degrading to asystole. The device interpreted the wide qrs complex at 95 bpm as a treatable arrhythmia due to oversensing of the low amplitude cardiac signal. Gel was released at 16:48:34 but a treatment shock was not delivered as the patient's rhythm converted to asystole at 16:48:37. The electrode belt was then disconnected and the device was shutdown at 17:12:55. The patient was in asystole at the time of device shutdown on (B)(6) 2015. Asystole is considered a non-life-sustaining, non-shockable rhythm. No sustained ventricular tachyarrhythmias were detected at any time on (B)(6) 2015. There is no indication that the lifevest caused or contributed to the patient death.